Event description:
It was reported that a user experienced a low blood glucose event while using the ilet bionic pancreas after a usual breakfast, with a sensor value of 67 mg/dl and subsequent self-treatment with oral glucose that returned glucose to range within 15 minutes. Symptoms included hypoglycemia. Outcomes included recovery without medical intervention or hospitalization. Investigation included troubleshooting and user education regarding proper meal announcement, recognition and treatment of lows, and how the algorithm adapts. Investigation of this case revealed no device malfunction and no contributory device component issue, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.